Manufacturer narrative:
The device is not returned as yet. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the scope was soaked over the recommended allowable time during reprocessing. On further investigation it was reported this was a one-time occurrence. The extended soaking was performed because the scope reprocessor was down. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to processing of the device that did not align with the instructions for use (see below). The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "compatible reprocessing methods and chemical agents - detergent solution - unless particularly instructed in this instruction manual, follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date." Olympus will continue to monitor field performance for this device.